Event description:
It was reported that balloon ruptured. The 80-90% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. Two 6.0mmx100mmx135cm-hybrid sterling were selected for use. During the procedure, after the laser treatment, the balloon was advanced for dilatation. However, upon first inflation at nominal pressure for 15 seconds, the balloon ruptured. The device was successfully removed, and another balloon was advanced. During first inflation at nominal pressure for 15 seconds, the balloon was also ruptured. The device was successfully removed, and the procedure was completed successfully. No patient complications were reported.